Event description:
It was reported, the rigid video laparoscope displayed error code b31. The issue occurred, during a therapeutic laparoscopic cholecystectomy. The patient was intubated and under general anesthesia. The procedure was delayed 10 to 30 minutes. And the procedure was completed with a similar device. It was reported, the patient was not harmed.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. A device evaluation was performed. And the customer's allegation was confirmed. The video cable was broken. And therefore, error b31 occurred. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope displayed error code b31. The issue occurred during a therapeutic laparoscopic cholecystectomy. The patient was intubated and under general anesthesia. The procedure was delayed 10 to 30 minutes and the procedure was completed with a similar device. It was reported the patient was not harmed.